Event description:
In 2008, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was intermittently failing control solution tests high. The patient tests her blood glucose 3 times a day. She tests 2 hours after each meal. The patient takes metformin every morning and evening time. She also takes glyburide in the morning. The patient indicated that the alleged meter issue started about 2 weeks ago. During that time, the patient was unable to consistently test her blood glucose. The patient explained that whenever the control solution test failed, she did not test her blood glucose. Whenever the control solution test passed, she immediately tested her blood glucose. On an unspecified date/time after the alleged meter issue began, the patient developed symptoms of feeling sick, shaky, and tired. The patient tested her blood glucose while she had the symptoms and got a result of "3.3 mmol/l." The patient administered self-care by consuming a teaspoon of raw sugar and eating "baby cookies." The self-treatment helped to relieve her symptoms. The patient was not storing her control solution properly. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with severe hypoglycemia after the alleged meter issue began. She ate food to relieve her symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.